Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for hypothermia. Four hours into the therapy a start-up kit (suk) leak was noted due to the suk air trap top cap becoming loose from the polycarbonate tubing. The suk was replaced; however, the thermogard xp ivtm system (sn: (B)(4)) was also displaying error message mid: 09 (air trap assembly). Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.